Manufacturer narrative:
Based on the received additional information, the customer realized that the observed issue was caused due to human error in the use of the device. Since there was no device malfunction, the autopulse platform (sn: (B)(4)) will not be returned to zoll for evaluation. Zoll representative will provide proper training to the customer.

Event description:
During patient use, the autopulse platform (sn: (B)(4)) performed a few successful compressions for an unknown short period of time. Then, the platform stopped compressions and displayed "realign patient" error message. The crew realigned the patient; however, the issue persisted. While en-route to the hospital, the ems crew powered off the platform and pulled out the battery to reset the device, but the issue was not resolved. The use of the device discontinued and manual CPR was performed. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.